Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline vantage was not fully opening distally and while trying to get it to deploy, they found the pipeline vantage became jammed in the phenom21. They were unable to push or pull the pipeline within the phenom thus the products were removed together. The case was successfully continued with a second pipeline vantage of the same size. The pipeline was not used off-label and was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with the event. No dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed good final result with the second pipeline vantage. The patient was undergoing surgery for treatment of a blister, ruptured aneurysm in the right ica with a max diameter of 1.5mm and a 1.5mm neck diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
H3: the pipeline vantage device and phenom-21 micro catheter were returned for analysis within shipping box and within an opened pipeline vantage outer carton. The opened phenom-21 inner pouch was also returned. Visual inspection/damage location details: no damages or irregularities were found with the phenom-21 catheter hub. The phenom-21 micro catheter was found accordioned at ~5.0cm and ~1.4cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline vantage pusher was found extending out of the hub ~30.1cm. The distal delivery wire and distal braid were already partially deployed out of the micro catheter tip. The distal braid was found fully opened and frayed. The pipeline vantage experienced resistance when retracting back within the micro catheter and was advanced out with no resistance. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the spacers, supporting disks, and proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Once advanced out, the proximal braid end was found fully opened, damaged, and frayed. Testing/analysis: the phenom-21 micro catheter total length was measured to be ~167.2 and the usable length was measured to be ~160.6cm, which is within specification (specification: total (ref) = 166.5cm, usable = 160cm ± 5cm). The inner diameter of both catheter ends was measured to be 0.0210¿, which is within specification (specification: 0.021¿ ± 0.001¿). A 0.018¿ guidewire was inserted into the catheter hub, through the catheter body and slight resistance was encountered at the distal accordioned location. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes of incomplete open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged/frayed. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the distal braid was returned already deployed out of the distal micro catheter. Customer reported all devices were prepared per IFU, and patient vessel tortuosity as moderate. The customer report of ¿resistance/stuck during delivery¿ and ¿catheter resistance¿ were confirmed as the damages found are consistent with resistance. Possible causes of resistance are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The micro catheter was found accordioned, likely caused from retracting the device against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.